Manufacturer narrative:
A visual examination of the returned device found that there was a kink in the control wire near the handle. The clip assembly was located inside the over sheath. The over sheath was pulled back, exposing the clip assembly, and the clip opening was measured to approximately 7mm. It was also noticed that the prongs were bent. Functionally, the device was actuated and deployed as per design. The most probable root cause has been determined to be operational context as evident by the kink in the control wire. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colon mucosectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the clip would not open to its fullest span. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colon mucosectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the clip would not open to its fullest span. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
The patient's age has been reported as over 50 years old.(B)(4) - no code available (clip won't open to it's fullest span). The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).